Manufacturer narrative:
The investigation conclusions will be provided to the follow-up report. The lift was manufactured in 2009, UDI is not applicable.

Event description:
The customer reported that the lift allegedly dropped leading to patients' injury. Attempts to obtain additional information from the customer were unsuccessful, the customer refused to provide details regarding the event and did not provide the lift for inspection. It is unknown what injury the patient sustained.

Event description:
The customer reported that the lift allegedly dropped during the transfer of the patient leading to the patient's injury. The facility maintenance manager informed that did not observe any device failure, the device operated correctly after the event. Attempts to obtain additional information from the customer were unsuccessful, the customer refused to provide details regarding the event and did not provide the lift for inspection. It is unknown what injury the patient sustained.

Manufacturer narrative:
The customer did not provide the maxi move lift for the arjo evaluation. It was not possible to confirm the reported problem and confirm whether there was any device issue that could contribute to the reported problem. Once more information is available, further investigation will be done. To sum up, the arjo device was used for a patient transfer when the event occurred and from that perspective it played a role in the event. The device allegedly dropped and therefore did not meet the specification. The complaint was decided to be reportable due to an initial allegation concerning an unexpected drop of the lift with the patient.